Manufacturer narrative:
Upon investigation, the nylon shaft to pusher body joint failed. Review of the lot history did not produce any findings relevant to this report. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that the attached event is reportable as a "product problem (malfunction)."

Event description:
The physician attempted arteriotomy closure with the starclose device following a diagnositc procedure. The device became stuck in the patient's groin, but the physician was able to apply force and remove the device. Hemostasis was achieved with manual compression and no harm to the patient.